Event description:
A male with minimal tortuosity on the right side, and extremely calcified externals underwent aaa repair in 2008. Access was via the right side. The physician dilated first, and then angioplasty prior to placing zenith devices. The second shift nurse who prepped the device grabbed the pink cannula to pull back on it, but was told to stop and she did. After deployment of the main body to contralateral leg (check mark), the physician attempted to remove the black trigger wire to release from the top cap, and release the suprarenal fixation, but the trigger wire would not release. The physician tried all suggestions in the physicians reference manual with no success. The tension on the wire was so tight there was no "give" to the wire. The physician cut the trigger wire from the black knob, and tried to pull back on the bare wire, and lost the black trigger wire from view up into the gray positioner area. The physician then deployed all the way to the ipsilateral limb, and removed the white trigger wire, thinking this would provide more visibility to work and, might release more tension from the bottom of the graft. As a last resort, they cut into the gray positioner to be able to see the trigger wire and get control again. The physician did this, and after over an hour of manipulation, the top cap finally was removed by forcing the cannula, gray positioner, and holding the sheath simultaneously upward. The case was over 6 hours and 43 minutes of fluoroscopy and 154 cc of contrast. Patient is recovering.

Manufacturer narrative:
Event evaluation: still under investigation.